Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress follow up will be submitted as information becomes available.

Event description:
On (B)(6) 2011, the patient's family contacted baxter in (B)(6) and reported that the patient had been admitted to a hospital with peritonitis. During a follow up call on (B)(6) 2011 the nurse reported that on an unreported date coincident with dianeal-n pd-4 1.5% therapy, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed, which revealed e. Coli. On an unreported date, the patient was treated with an unspecified antibiotic. The peritonitis resolved and the pd therapy was ongoing. Per the nurse, this event was unrelated to dialysate because e. Coli from the intestine was cause of peritonitis. There was no allegation against any baxter device or solution. No further information is available.